Event description:
Customer reported that she was hospitalized for high blood glucose. The blood glucose reading at the time of admittance was 500 mg/dl. Customer stated that she was vomiting and having a lot of nausea prior to hospitalization. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.